Event description:
A malfunction alarm related to altitude was reported by the customer. There was no reported adverse impact to customer's blood glucose level. The customer, with guidance from technical support, attempted solutions such as cleaning the speaker holes and reconnecting the current cartridge, but was unable to resume insulin initially. Upon loading a new cartridge, the alarm resolved, and insulin delivery resumed successfully, with technical support planning to replace the original cartridge that did not vent properly.